Manufacturer narrative:
Analysis of the catheter found ¿catheter body ¿ broken¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 22-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient, via a manufacturer representative (rep), receiving lioresal (2,000 mcg/ml, 100 mcg) via an implantable pump for intractable spasticity and multiple sclerosis. The patient reported worsening of spasticity and pain over the past two months (since (B)(6) 2018). There were no known environmental, external, or patient factors that may have caused or contributed to the issue. A dye study was performed on (B)(6) 2019. The spinal portion of the catheter was determined to be broken, so the catheter was partially removed. The hcp was able to retrieve a portion of the catheter and then abandoned the rest. A new 8781 was implanted. The issue was resolved at the time of this report. The patient's status was alive - no injury.